Manufacturer narrative:
The reported field event of a patient notifier anomaly was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the patient notifier anomaly could not be determined. UDI - (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient could not feel vibratory notifications from the device when the device was being tested. It was recommended to test the device to verify if telemetry was interfering with the command to test the notifier. The patient is not dependent. The device was explanted and replaced for an unrelated complaint. No further information is available.